Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial #(B)(4)) not powering on was confirmed during the functional test. The investigation findings revealed that the root cause was due to a damaged power supply as a result of an aging device. The returned thermogard system was manufactured in june 2011 and it is 8 year old, well past it's serviceable life of 5 years. Unrelated to the reported complaint, the following issues were observed on the returned thermogard ivtm system during visual inspection, starting with damaged pump lid and dented, white rollers, cold well cap and front housing and a missing module 10a power input. These issues were likely attributed to wear and tear and mishandling of the console. All damaged parts and a missing power input were replaced. Initial functional testing on the thermogard system failed due to no power. To remedy the power issue, the damaged power supply was replaced. After service completion, the system was re-evaluated and passed all the functional tests without any fault or error. Thermogard xp ivtm system is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard ivtm system with serial number (B)(4).

Event description:
During ivtm therapy, customer reported that the thermogard ivtm system (serial (B)(4)) lost power. Alternate methods were used to continue ivtm therapy. No known impact or consequence to patient information was provided.